Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Suspect medical device: brand name. Common device name. Product code. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported low total area while running hemoglobin a1c (hba1c) on a patient sample with the g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) followed-up with the customer over-the-phone and instructed to flush I-6 peek tubing and replace the sampling needle assembly. The customer ran quality controls (qc) and verified results. No further action was required; the g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were three (3) similar events identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 5, maintenance procedures, 5.10 sampling needle replacement, provides step-by-step instructions for the operator to follow for sampling needle assembly replacement. The most like cause of the reported event was due to faulty sampling needle assembly.

Event description:
N/a